Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. The patient had difficulties charging the ins. They always had trouble getting the belt to line up and once they finally did, they couldn¿t move. If they stopped for a second then they would have to start all over again. The patient had their device replaced but the caller was uncertain of any further information. The event date was asked but unknown. There were no patient symptoms reported and no complications reported.